Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the subject device tested positive for the following bacteria. The instrument channel: moraxella species(1kbe). The air/water channel: bacillus species(1kbe). There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of additional microbiological testing by a third party laboratory, no microbe was detected from samples taken from the instrument channel and the air/ water channel of the subject device. The exact cause of the reported phenomenon could not be conclusively determined.